Event description:
It was reported that a patient experienced pain at the ins site. Additionally, the patient noted that it never worked for them. A clinical specialist confirmed the patient still experienced swelling, trouble walking, and pain radiating down the leg after therapy was turned off. An explant was performed on (B)(6) 2025. The patient had a post-op follow-up. They were still very tired after the surgery but doing well otherwise.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain and implant pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient experienced pain at the ins site. The patient reported that the device never worked for them. A clinical specialist confirmed that the patient was experiencing swelling, trouble walking, and pain radiating down their leg after the therapy was turned off. An explant surgery was performed on (B)(6) 2025 and at the post-op follow up appointment that patient was reported to be very tired after the surgery but to be doing well otherwise.